Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A baxter service technician found that a homechoice system failed the performance specification of the ground bond.

Manufacturer narrative:
(B)(4). The device was operational and in good condition when received for received evaluation. The device passed the (B)(4) test, but failed the (B)(4) test with a reading of (B)(6). The resistance reading between the power entry module and the door post ground was out of specification. The setscrew was tightened and the resistance reading was within the ground bond specification. There were no problems found during an internal inspection. The cause for rite test failure - ground bond was determined to be a loose setscrew on the door post. A service history review (shr) revealed that no issues that may have contributed to the issue of failed ground bond test. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.